Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declining to 40 mg/dl. Customer stated their blood glucose has been around 50 mg/dl. The customer attributed their low to their settings. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.